Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and self test. No motor error alarm was noted during the bolus delivery. The insulin pump passed the reset error test with no error alarms noted. The motor was tested outside of the device and passed. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received two motor error alarms during basal deliveries. Customer's blood glucose was 133 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated the alarm history showed a signal too low and unexpected restart alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.